Manufacturer narrative:
Hamilton medical ag ref. Nr: (B)(4). Investigation ongoing.

Event description:
Hamilton medical ag received the following event description: the customer reported a black screen ("no display") occurring while the device was in use for patient ventilation. The ventilator was subsequently removed from service and replaced with an alternative unit. The user reported the event to the local competent authority, however the reference number was not provided. No patient harm was reported. Further inquiries have been sent to the customer to obtain the local authority reference number, which was not provided.